Event description:
A caller reported a malfunction on the pump, displaying malfunction code malf 1, which cts attempted to resolve by providing pump reset information. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Upon recurring malfunction after reset, cts decided to replace the pump. The customer planned to use mdi as backup therapy and was instructed on returning the faulty pump and procedures upon receiving the replacement, which was sent without a required delivery signature.